Event description:
It was reported that the patient's post-surgical distraction neuropathy was not related to the sacral nerve stimulation surgical procedure. It was a preexisting condition. It was also noted that the patient's disability was not related to the device/therapy; it was related to preexisting back problems.

Event description:
It was reported that the patient had dizziness that began yesterday. The patient had 2 episodes where they were lightheaded and had weakness, presenting a little differently from one to the other episodes. They were doing an MRI of the head and brain to rule out a stroke or transient ischemic attacks (tias). The patient was seen in the ER yesterday for dizziness and the ER physician prescribed the MRI. The patient had post-surgical distraction neuropathy and that was why they had a pump implanted. They were a disabled chronic pain patient. It was mentioned that the patient experienced cramps. There was a 50 percent or greater symptom reduction. None of the components were involved in the event. The patient called their health care provider (hcp) on (B)(6) 2015 and thought they had a tia. The ER said no tia and the patient was referred to a neurologist. The patient had intermittent leg spasms. The troubleshooting done to provide insight to the issue was an MRI of the head that found there were no tias. The hcp asked the patient to turn off their implantable neurostimulator (ins) to see if the leg spasms would go away. When the patient called on (B)(6) 2015 they were not having leg spasms or dizziness. The patient could not find their patient programmer that day and the hcp encouraged them to find it. The action taken to resolve the event was turning it off to see if the ins was causing problems. The hcp encouraged the patient to come in if necessary. The patient declined and did not feel the ins was causing their problems. The patient insisted it was from mineral malabsorption of the colon. The cause of the event was not determined and it was unknown if it was device related. The patient had decreased fecal incontinence at this time and did not feel stimulation from the ins. The last analysis was done on (B)(6) 2015 and everything was found to be normal. The patient had not made changes to the programming. The patient recovered without permanent impairment.

Manufacturer narrative:
Further review determined that the event was not reportable for serious injury. The outcome attributed to adverse event selection of intervention req and disability no longer apply. Further review determined the event was not reportable as there was no allegation of a reportable malfunction or serious injury because additional information indicated that the reported post-surgical neuropathy and disability were preexisting conditions. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0jmur, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).